Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The patient circuit was replaced to address the reported issue. The replacement was a disposable circuit provided by the customer. The device successfully passed performance specification testing after the repair was completed. The device was not being used for treatment at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit was unable to generate tidal volume. There was no patient involvement.